Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/26/2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. No data was provided for evaluation. The reported event could not be confirmed. A root cause could be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and would not boot up. The receiver would vibrate continuously every 5 seconds. Functional testing and data download were unable to be performed due to the receiver not booting up and vibrating continuously. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. The reported event that the receiver ceased to function could not be confirmed during log review. A root cause could not be determined.